Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the inaccuracy issue began around (B)(6) 2017, when she obtained alleged inaccurately high blood glucose results of ¿295, 199 and 204 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that after obtaining the alleged inaccurate results, she exercised, like she has done for the past 10 years. She reported that around (B)(6) 2017, she developed symptoms of ¿dizziness and blurry vision¿. She denied receiving any treatment for her symptoms beyond her usual diabetes care and management routine. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. I.e. Dizziness and blurry vision, after the alleged product issue began.